Event description:
The customer reported the system intermittently failed to display an image. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified nor duplicated. However, the system interface board was replaced. The system was found to be operating as intended.